Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the rewind step stopped prior to completion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: a review of the pump black box data revealed multiple cs 145 occlusion alarms due to high force. There was no evidence of a rewind issue observed in the black box. During testing, the ez-prime steps were performed correctly; the pump alarmed with a cs145 alarm during the 24 hour duration test. Further inspection found a onetouch test strip stuck in the cartridge compartment. The debris was removed and the pump was exercised with no further warnings or alarms occurring. The pump¿s cover was removed and no issue was found with the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.